Event description:
The following has been reported: biomed reported: "sn: (B)(6). After review of the logs by the customer and confirmation with fresenius kabi, the following is confirmed - preliminary investigation: mechanical hardware failure (air compressor). Could the issue stop an active infusion: yes. Did the issue stop and active infusion: yes. Could the issue result in an over/under infusion: yes. Did the issue result in an over/under infusion: no. Could this issue prevent an infusion start up: yes. No patient harm was indicated." A preliminary review identified the following issue: mechanical hardware failure (air compressor) active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Unit started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and unit passed recharge/hardware testing. Air compressor will be removed and replaced during repair process. Perform functional testing. No other damage found.